Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old (B)(6) female patient underwent a primary breast reconstruction with unknown mentor saline breast implants which the right side deflated after implantation. The issue diagnosed by doctor¿s examination. As a result, the patient underwent bilateral removal and replacement with left: catalog 3504504bc, lot 7529858 and serial number (B)(4), right: catalog smpx375 lot number 7517736, and serial number (B)(4) on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: the device contained no fluid, upon receipt by mentor. Brown material was observed within the device. White material was observed on the shell surface. During visual examination, product evaluation team observed the device appears intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. No anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The complaint of deflation was not confirmed since no anomalies were found on the reported device. At this point it is not possible to determine the origin of the brown and white materials observed. There is no evidence that indicates the results are related to manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).